Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A leak was discovered from the flexible portion of the device, likely related to the reported needle piercing. Additionally, another leak was noted from the forceps/suction channel, and the curved rubber joint had an abnormal appearance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer returned her olympus evis lucera ultrasound gastrovideoscope noting that it was damaged during reprocessing. According to the initial reporter, the unit¿s needle was accidentally pierced through the end of the scope. This event had no patient involvement.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. However, it is possible physical stress from improper handling by the customer contributed to the device damage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope. Connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.